Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock was slid easily by the own vibration of this product during working and it became unlocked during use, subsequently the tip came off from the hand piece. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# - (B)(4). Visual inspection found that the electrical cable and tubing had been severed from the handpiece, indicating the device had been used. There was no visible trace of fluid in either the suction or lavage tubing. Functional testing could not be performed due to the severed cables and tubing. Dimensional analysis found that the measurements were within specifications, however is on the lower end of our specifications. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness dimension being manufactured at the low end of the specification such that the interference condition with the slot width (post mold change) may not be sufficient with normal process variation. -the event is confirmed.

Event description:
No additional information available.